Event description:
During a paroxysmal atrial fibrillation procedure, it was reported that after the first ablation with the thermocool sf catheter, the temperature limit error appeared and then 0 (zero) degrees for temperature was displayed on the stockert. The bwi representative exchanged the redel cable and the temperature returned. During the second ablation, the temperature was lost again, 0 (zero) degrees. The bwi representative exchanged the catheter cable without resolution, it was then rebooted the stockert and the temperature returned. During the third ablation, temperature went to 3 degrees. Rebooting the stockert did not resolve the issue. The physician abandoned the procedure due to this malfunction without any patient consequence. On (B)(4) 2013, information requested was received from the bwi representative stating that the physician believes that there is a potential risk due to the temperature readings. When the issue occurred, the patient was under general anesthesia for an estimate of 5 hours and a transspetal puncture was already performed in the left atrium. Due to this additional information, the event became reportable.

Manufacturer narrative:
(B)(4).